Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer stated, the alarm would occur while they were bolusing. Customer's blood glucose was unknown. The customer stated the alarm was resolved by a complete set change. Customer also stated they alarm did not occur during a manual prime. The customer was unable to troubleshoot at the time of the call. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.